Event description:
Customer reported experiencing a past low blood glucose event with the lowest level recorded at 49 mg/dl. Cause was not known. The customer consumed carbohydrates to address the low blood glucose, and technical support recommended consulting a healthcare professional to discuss potential factors affecting blood glucose levels.